Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll w/ndl 21x1 rb barrel was cracked. Verbatim: complaint via email. Email(s) attached syringe placed in heprin pump on 2008t machine. Machine was started with no issues. Within two minutes of starting pt, experienced major blood loss in one pateint and minor in another due to cracked needles/issues with the internal rubber componants of the syringe. Upon further inspection, numerous were cracked/broken/damaged and unuseable. All needles with this lot number were pulled from the floor and placed seperate from useable materials customer response on (B)(6) 2026. The syringes wer cracked and have been sent back already so we aren't able to provide any photos.